Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case on lower battery side, missing display window/cover, pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked battery compartment was noted. In addition, the following cosmetic damages were also noted: battery cap contact damaged, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case on lower battery side, missing display window/cover, pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, and scratched case. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on battery compartment side. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device was been returned.